Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvis pain'), gastrointestinal injury ('possible nick in my intestines') and haemorrhagic ovarian cyst ('other injury(ies) or complication(s)- please describe: haemorrhagic ovarian cyst') in a 33-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included labyrinthitis, upper respiratory infection, ankle instability, achilles tendinitis, pharyngitis, pregnancy and insomnia. Previously administered products included for an unreported indication: ortho-cept (B)(6) 2008, multivitamin on (B)(6) 2008, estroven on (B)(6) 2008, ferrous sulfate from (B)(6) 2008, ortho tri-cyclen (B)(6) 2008, condoms from 2004 to (B)(6) 2008, orphenadrine citrate cr from (B)(6) 2007 to september 2007, prenatal vitamins from 2006 to september 2007, flexeril from (B)(6) 2007, wellbutrin sr (B)(6) , darvocet-n from (B)(6) 2007, citrucel from 2004 to 2005, zyrtec from 2003 to 2004, effexor xr from 2003 to 2004, nuvaring from 2003 to 2004, albuterol in 2004, anaprox ds in 2004, levsin sl in 2004, norflex from 2003 to 2004, allegra in 2004 and tessalon perles. Concurrent conditions included anxiety, menses irregular, varicose vein, acute conjunctivitis, sinusitis, optic neuritis, carpal tunnel syndrome and clinically isolated syndrome. Concomitant products included bupropion hydrochloride (bupropion hcl) from (B)(6) 2009 to (B)(6) 2011, bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2010 to (B)(6) 2013, cholecalciferol (vitamin d3) since (B)(6) 2015, cyanocobalamin since (B)(6) 2017, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2009 to (B)(6) 2011, diclofenac sodium since (B)(6) 2018, dimethyl fumarate (tecfidera) since (B)(6) 2014, duloxetine since (B)(6) 2014, gabapentin since (B)(6) 2015, interferon beta-1a (avonex) since (B)(6) 2012, lorazepam (ativan) since (B)(6) 2016, methocarbamol from (B)(6) 2009 to (B)(6) 2011, omeprazole from (B)(6) 2009 to (B)(6) 2014, pantoprazole sodium sesquihydrate (pantoprazole sodium) from (B)(6) 2009, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2013, terbinafine hydrochloride (lamisil) from (B)(6) 2010, tizanidine hydrochloride (tizanidine hcl) from (B)(6) 2011 to (B)(6) 2013, tocopherol since 2018, tramadol from may 2015 to september 2018 and vitamin b complex from 2016 to 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginosis"), 22 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain- abdominal pain"). In (B)(6) 2009, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: vaginal itching") and intertrigo ("allergic or hypersensitivity reaction type:intertrigo"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood altered ("hormonal changes-describe: extreme mood changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: extreme memory loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and urethritis noninfective ("infection (bladder/ urinary tract/vaginal) type:urethral irritation"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge excessive"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes- leakage, incontinence"). In (B)(6) 2012, the patient experienced dermatitis contact ("rashes or skin conditions type: contact dermatitis"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid (midol), acetylsalicylic acid;caffeine;salicylamide (excedrin), clarithromycin (macrobid), clobetasol, cyclobenzaprine, duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac tromethamine (toradol), lamotrigine (lamictal), metronidazole, modafinil (provigil), ondansetron hydrochloride (zofran), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, bacterial vaginosis and abdominal pain had resolved, the gastrointestinal injury, haemorrhagic ovarian cyst, pruritus allergic, dyspareunia, mood altered, depression, dermatitis contact, intertrigo, urethritis noninfective and urinary incontinence outcome was unknown and the fatigue and amnesia was resolving. The reporter considered abdominal pain, amnesia, bacterial vaginosis, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, haemorrhagic ovarian cyst, intertrigo, menorrhagia, migraine, mood altered, nausea, pelvic pain, pruritus allergic, urethritis noninfective, urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: result: total bilateral occlusion. Everything looked good.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvis pain'), gastrointestinal injury ('possible nick in my intestines') and haemorrhagic ovarian cyst ('other injury(ies) or complication(s)- please describe: haemorrhagic ovarian cyst') in a 33-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included labyrinthitis, upper respiratory infection, ankle instability, achilles tendinitis, pharyngitis, pregnancy, insomnia, obesity, gerd, bacterial vaginosis, urinary frequency, multiple allergies, bronchitis asthmatic, anxiety, nicotine addiction, myofascial pain syndrome, knee pain, palpitations, endometriosis, gravida ii, parity 2, cholecystectomy, arthritis, low back pain, vaginal delivery, fibromyalgia, dyslipidemia and seizures. Previously administered products included for an unreported indication: ortho-cept from (B)(6) 2008, multivitamin from (B)(6) 2008, estroven from (B)(6) 2008, ferrous sulfate from (B)(6) 2008, ortho tri-cyclen from (B)(6) 2008, condoms from 2004 to (B)(6) 2008, orphenadrine citrate cr from (B)(6) 2007, prenatal vitamins from 2006 to (B)(6) 2007, flexeril from (B)(6) 2007, wellbutrin sr from (B)(6) 2007, darvocet-n from (B)(6) 2007, citrucel from 2004 to 2005, zyrtec from 2003 to 2004, effexor xr from 2003 to 2004, nuvaring from 2003 to 2004, albuterol in 2004, anaprox ds in 2004, levsin sl in 2004, norflex from 2003 to 2004, allegra in 2004 and tessalon perles. Concurrent conditions included anxiety, menses irregular, varicose vein, acute conjunctivitis, sinusitis, optic neuritis, carpal tunnel syndrome, clinically isolated syndrome, menses irregular, urethral irritation, uti, unilateral carpal tunnel syndrome, multiple sclerosis, optic neuritis nos, astigmatism, myopia, cholelithiasis, varicose veins of lower extremities, peripheral venous disease, cervix neoplasm, gastroenteritis, shoulder pain, osteoarthritis, panic disorder, subacromial bursitis, attention deficit/hyperactivity disorder, periodic limb movement disorder, iron deficiency anemia, restless legs syndrome, pharyngitis, sciatica, bloating, hypercholesterolemia, inflammatory bowel disease and uterine leiomyoma. Concomitant products included bupropion hydrochloride (bupropion hcl) from (B)(6) 2009 to (B)(6) 2011, bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2010 to (B)(6) 2013, colecalciferol (vitamin d3) since (B)(6) 2015, cyanocobalamin (vitamin b12) since (B)(6) 2017, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2009 to (B)(6) 2011, diclofenac sodium since (B)(6) 2018, dimethyl fumarate (tecfidera) since (B)(6) 2014, duloxetine since (B)(6) 2014, gabapentin since (B)(6) 2015, interferon beta-1a (avonex) since (B)(6) 2012, lorazepam (ativan) since (B)(6) 2016, methocarbamol from (B)(6) 2009 to (B)(6) 2011, omeprazole from (B)(6) 2009 to (B)(6) 2014, pantoprazole sodium sesquihydrate (pantoprazole sodium) from (B)(6) 2009, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2013, terbinafine hydrochloride (lamisil) from (B)(6) 2010, tizanidine hydrochloride (tizanidine hcl) from (B)(6) 2011 to (B)(6) 2013, tocopherol (vitamin e) since 2018, tramadol from (B)(6) 2015 to (B)(6) 2018 and vitamin b complex from 2016 to 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginosis"), 22 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain- abdominal pain"). In (B)(6) 2009, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: vaginal itching") and intertrigo ("allergic or hypersensitivity reaction type:intertrigo"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood altered ("hormonal changes-describe: extreme mood changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: extreme memory loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and urethritis noninfective ("infection (bladder/ urinary tract/vaginal) type:urethral irritation"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge excessive"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes- leakage, incontinence"). In (B)(6) 2012, the patient experienced dermatitis contact ("rashes or skin conditions type: contact dermatitis"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with acetylsalicylic acid (midol), acetylsalicylic acid;caffeine;salicylamide (excedrin), clarithromycin (macrobid), clobetasol, cyclobenzaprine, duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac tromethamine (toradol), lamotrigine (lamictal), metronidazole, modafinil (provigil), ondansetron hydrochloride (zofran), paracetamol (tylenol) and surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, bacterial vaginosis and abdominal pain had resolved, the gastrointestinal injury, haemorrhagic ovarian cyst, pruritus allergic, dyspareunia, mood altered, depression, dermatitis contact, intertrigo, urethritis noninfective, urinary incontinence and vaginal infection outcome was unknown and the amnesia was resolving. The reporter considered abdominal pain, amnesia, bacterial vaginosis, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, haemorrhagic ovarian cyst, intertrigo, menorrhagia, migraine, mood altered, nausea, pelvic pain, pruritus allergic, urethritis noninfective, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,psych injury. Joined coils on the right were 6 coils and joined coils on the left were 12 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: impression: extensive inflammatory changes within the right lower quadrant about multiple loops of small bowel, relatively similar to prior.transition from dilated loops of small bowel to decompressed small bowel noted compatible with at least a high-grade partial small bowel obstruction. The constellation of findings are nonspecific, however, the primary consideration for this appearance would be crohn's disease. Review of the medical record indicates there was question of a small bowel injury on a recent past laparoscopic procedure and sequela of small bowel injury would indeed be a possibility.. Ultrasound pelvis - on (B)(6) 2010: diagnosis: 1. Uterus with small fibroid. 2. Small cyst left adnexa. Repeat recommended. 3. Essure coils present. 4. Normal endometrial cavity.; on (B)(6) 2010: impression: hemorrhagic cyst doppler flow confirming blood flow in this cyst. Free fluid seen in the cul-de-sac.. Ultrasound scan vagina - in (B)(6) 2009: result: total bilateral occlusion. Everything looked good.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvis pain'), gastrointestinal injury ('possible nick in my intestines') and haemorrhagic ovarian cyst ('other injury(ies) or complication(s)- please describe: haemorrhagic ovarian cyst') in a 33-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included labyrinthitis, upper respiratory infection, ankle instability, achilles tendinitis, pharyngitis, pregnancy, insomnia, obesity, gerd, bacterial vaginosis, urinary frequency, multiple allergies, bronchitis asthmatic, anxiety, nicotine addiction, myofascial pain syndrome, knee pain, palpitations, endometriosis, gravida ii, parity 2, cholecystectomy, arthritis, low back pain, vaginal delivery, fibromyalgia, dyslipidemia and seizures. Previously administered products included for an unreported indication: ortho-cept from (B)(6) 2008 to (B)(6) 2008, multivitamin from (B)(6) 2008 to (B)(6) 2008, estroven from (B)(6) 2008 to (B)(6) 2008, ferrous sulfate from (B)(6) 2008 to (B)(6) 2008, ortho tri-cyclen from (B)(6) 2008 to (B)(6) 2008, condoms from 2004 to (B)(6) 2008, orphenadrine citrate cr from (B)(6) 2007 to (B)(6) 2007, prenatal vitamins from 2006 to (B)(6) 2007, flexeril from (B)(6) 2007 to (B)(6) 2007, wellbutrin sr from (B)(6) 2007 to (B)(6) 2007, darvocet-n from (B)(6) 2007 to (B)(6) 2007, citrucel from 2004 to 2005, zyrtec from 2003 to 2004, effexor xr from 2003 to 2004, nuvaring from 2003 to 2004, albuterol in 2004, anaprox ds in 2004, levsin sl in 2004, norflex from 2003 to 2004, allegra in 2004 and tessalon perles. Concurrent conditions included anxiety, menses irregular, varicose vein, acute conjunctivitis, sinusitis, optic neuritis, carpal tunnel syndrome, clinically isolated syndrome, menses irregular, urethral irritation, uti, unilateral carpal tunnel syndrome, multiple sclerosis, optic neuritis nos, astigmatism, myopia, cholelithiasis, varicose veins of lower extremities, peripheral venous disease, cervix neoplasm, gastroenteritis, shoulder pain, osteoarthritis, panic disorder, subacromial bursitis, attention deficit/hyperactivity disorder, periodic limb movement disorder, iron deficiency anemia, restless legs syndrome, pharyngitis, sciatica, bloating, hypercholesterolemia, inflammatory bowel disease and uterine leiomyoma. Concomitant products included bupropion hydrochloride (bupropion hcl) from (B)(6) 2009 to (B)(6) 2011, bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2010 to (B)(6) 2013, colecalciferol (vitamin d3) since (B)(6) 2015, cyanocobalamin (vitamin b12) since (B)(6) 2017, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2009 to (B)(6) 2011, diclofenac sodium since (B)(6) 2018, dimethyl fumarate (tecfidera) since (B)(6) 2014, duloxetine since (B)(6) 2014, gabapentin since (B)(6) 2015, interferon beta-1a (avonex) since (B)(6) 2012, lorazepam (ativan) since (B)(6) 2016, methocarbamol from (B)(6) 2009 to (B)(6) 2011, omeprazole from (B)(6) 2009 to (B)(6) 2014, pantoprazole sodium sesquihydrate (pantoprazole sodium) from (B)(6) 2009 to (B)(6) 2009, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2013, terbinafine hydrochloride (lamisil) from (B)(6) 2010 to (B)(6) 2010, tizanidine hydrochloride (tizanidine hcl) from (B)(6) 2011 to (B)(6) 2013, tocopherol (vitamin e) since 2018, tramadol from (B)(6) 2015 to (B)(6) 2018 and vitamin b complex from 2016 to 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginosis"), 22 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain- abdominal pain"). In (B)(6) 2009, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: vaginal itching") and intertrigo ("allergic or hypersensitivity reaction type:intertrigo"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood altered ("hormonal changes-describe: extreme mood changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: extreme memory loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and urethritis noninfective ("infection (bladder/ urinary tract/vaginal) type:urethral irritation"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge excessive"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes- leakage, incontinence"). In (B)(6) 2012, the patient experienced dermatitis contact ("rashes or skin conditions type: contact dermatitis"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with acetylsalicylic acid (midol), acetylsalicylic acid;caffeine;salicylamide (excedrin), clarithromycin (macrobid), clobetasol, cyclobenzaprine, duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac tromethamine (toradol), lamotrigine (lamictal), metronidazole, modafinil (provigil), ondansetron hydrochloride (zofran), paracetamol (tylenol) and surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, fatigue, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, bacterial vaginosis and abdominal pain had resolved, the gastrointestinal injury, haemorrhagic ovarian cyst, pruritus allergic, dyspareunia, mood altered, depression, dermatitis contact, intertrigo, urethritis noninfective, urinary incontinence and vaginal infection outcome was unknown and the amnesia was resolving. The reporter considered abdominal pain, amnesia, bacterial vaginosis, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, haemorrhagic ovarian cyst, heavy menstrual bleeding, intertrigo, migraine, mood altered, nausea, pelvic pain, pruritus allergic, urethritis noninfective, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,psych injury. Joined coils on the right were 6 coils and joined coils on the left were 12 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: impression: extensive inflammatory changes within the right lower quadrant about multiple loops of small bowel, relatively similar to prior.transition from dilated loops of small bowel to decompressed small bowel noted compatible with at least a high-grade partial small bowel obstruction. The constellation of findings are nonspecific, however, the primary consideration for this appearance would be crohn's disease. Review of the medical record indicates there was question of a small bowel injury on a recent past laparoscopic procedure and sequela of small bowel injury would indeed be a possibility.. Ultrasound pelvis - on (B)(6) 2010: diagnosis: 1. Uterus with small fibroid. 2. Small cyst left adnexa. Repeat recommended. 3. Essure coils present. 4. Normal endometrial cavity.; on (B)(6) 2010: impression: hemorrhagic cyst doppler flow confirming blood flow in this cyst. Free fluid seen in the cul-de-sac.. Ultrasound scan vagina - in (B)(6) 2009: result: total bilateral occlusion. Everything looked good.. Lot number: 627077 manufacturing date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvis pain'), gastrointestinal injury ('possible nick in my intestines') and haemorrhagic ovarian cyst ('other injury(ies) or complication(s)- please describe: haemorrhagic ovarian cyst') in a 33-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included labyrinthitis, upper respiratory infection, ankle instability, achilles tendinitis, pharyngitis, pregnancy and insomnia. Previously administered products included for an unreported indication: ortho-cept from (B)(6) 2008 to (B)(6) 2008, multivitamin from (B)(6) 2008 to (B)(6) 2008, estroven from (B)(6) 2008 to (B)(6) 2008, ferrous sulfate from (B)(6) 2008 to (B)(6) 2008, ortho tri-cyclen from (B)(6) 2008 to (B)(6) 2008, condoms from 2004 to (B)(6) 2008, orphenadrine citrate cr from (B)(6) 2007 to (B)(6) 2007, prenatal vitamins from 2006 to (B)(6) 2007, flexeril from (B)(6) 2007 to (B)(6) 2007, wellbutrin sr from (B)(6) 2007 to (B)(6) 2007, darvocet-n from (B)(6) 2007 to (B)(6) 2007, citrucel from 2004 to 2005, zyrtec from 2003 to 2004, effexor xr from 2003 to 2004, nuvaring from 2003 to 2004, albuterol in 2004, anaprox ds in 2004, levsin sl in 2004, norflex from 2003 to 2004, allegra in 2004 and tessalon perles. Concurrent conditions included anxiety, menses irregular, varicose vein, acute conjunctivitis, sinusitis, optic neuritis, carpal tunnel syndrome and clinically isolated syndrome. Concomitant products included bupropion hydrochloride (bupropion hcl) from (B)(6) 2009 to (B)(6) 2011, bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2010 to (B)(6) 2013, colecalciferol (vitamin d3) since (B)(6) 2015, cyanocobalamin since (B)(6) 2017, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2009 to (B)(6) 2011, diclofenac sodium since (B)(6) 2018, dimethyl fumarate (tecfidera) since (B)(6) 2014, duloxetine since october 2014, gabapentin since (B)(6) 2015, interferon beta-1a (avonex) since (B)(6) 2012, lorazepam (ativan) since (B)(6) 2016, methocarbamol from (B)(6) 2009 to (B)(6) 2011, omeprazole from (B)(6) 2009 to (B)(6) 2014, pantoprazole sodium sesquihydrate (pantoprazole sodium) from (B)(6) 2009 to (B)(6) 2009, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2013, terbinafine hydrochloride (lamisil) from (B)(6) 2010 to (B)(6) 2010, tizanidine hydrochloride (tizanidine hcl) from (B)(6) 2011 to (B)(6)2013, tocopherol since 2018, tramadol from (B)(6) 2015 to (B)(6) 2018 and vitamin b complex from 2016 to 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginosis"), 22 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain- abdominal pain"). In (B)(6) 2009, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: vaginal itching") and intertrigo ("allergic or hypersensitivity reaction type:intertrigo"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood altered ("hormonal changes-describe: extreme mood changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: extreme memory loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and urethritis noninfective ("infection (bladder/ urinary tract/vaginal) type:urethral irritation"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge excessive"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes- leakage, incontinence"). In (B)(6) 2012, the patient experienced dermatitis contact ("rashes or skin conditions type: contact dermatitis"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). The patient was treated with acetylsalicylic acid (midol), acetylsalicylic acid;caffeine;salicylamide (excedrin), clarithromycin (macrobid), clobetasol, cyclobenzaprine, duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac tromethamine (toradol), lamotrigine (lamictal), metronidazole, modafinil (provigil), ondansetron hydrochloride (zofran), paracetamol (tylenol) and surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, bacterial vaginosis and abdominal pain had resolved, the gastrointestinal injury, haemorrhagic ovarian cyst, pruritus allergic, dyspareunia, mood altered, depression, dermatitis contact, intertrigo, urethritis noninfective, urinary incontinence and vaginal infection outcome was unknown and the amnesia was resolving. The reporter considered abdominal pain, amnesia, bacterial vaginosis, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, haemorrhagic ovarian cyst, intertrigo, menorrhagia, migraine, mood altered, nausea, pelvic pain, pruritus allergic, urethritis noninfective, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,psych injury diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: result: total bilateral occlusion. Everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: event vaginal infection was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvis pain'), gastrointestinal injury ('possible nick in my intestines') and haemorrhagic ovarian cyst ('other injury(ies) or complication(s). Please describe: haemorrhagic ovarian cyst') in a (B)(6) year old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included labyrinthitis, upper respiratory infection, ankle instability, achilles tendinitis, pharyngitis, pregnancy and insomnia. Previously administered products included for an unreported indication: multivitamin from (B)(6) 2008 to (B)(6) 2008, ortho-cept from (B)(6) 2008 to (B)(6) 2008, estroven from (B)(6) 2008 to (B)(6) 2008, ferrous sulfate from (B)(6) 2008 to (B)(6) 2008, ortho tri-cyclen from (B)(6) 2008 to (B)(6) 2008, condoms from 2004 to (B)(6) 2008, prenatal vitamins from 2006 to (B)(6) 2007, orphenadrine citrate cr from (B)(6) 2007 to (B)(6) 2007, flexeril from (B)(6) 2007 to (B)(6) 2007, wellbutrin sr from (B)(6) 2007 to (B)(6) 2007, darvocet-n from (B)(6) 2007 to (B)(6) 2007, citrucel from 2004 to 2005, zyrtec from 2003 to 2004, nuvaring from 2003 to 2004, effexor xr from 2003 to 2004, albuterol in 2004, anaprox ds in 2004, allegra in 2004, norflex from 2003 to 2004, levsin sl in 2004 and tessalon perles. Concurrent conditions included anxiety, menses irregular, varicose vein, acute conjunctivitis, sinusitis, optic neuritis, carpal tunnel syndrome and clinically isolated syndrome. Concomitant products included bupropion hydrochloride (bupropion hcl) from (B)(6) 2009 to (B)(6) 2011, bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2010 to (B)(6) 2013, colecalciferol (vitamin d3) since (B)(6) 2015, cyanocobalamin since (B)(6) 2017, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2009 to (B)(6) 2011, diclofenac sodium since (B)(6) 2018, dimethyl fumarate (tecfidera) since (B)(6) 2014, duloxetine since (B)(6) 2014, gabapentin since (B)(6) 2015, interferon beta-1a (avonex) since (B)(6) 2012, lorazepam (ativan) (B)(6) 2016, methocarbamol from (B)(6) 2009 to (B)(6) 2011, omeprazole from (B)(6) 2009 to (B)(6) 2014, pantoprazole sodium sesquihydrate (pantoprazole sodium) from (B)(6) 2009 to (B)(6) 2009, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2013, terbinafine hydrochloride (lamisil) from (B)(6) 2010 to o(B)(6)2010, tizanidine hydrochloride (tizanidine hcl) from (B)(6) 2011 to (B)(6) 2013, tocopherol since 2018, tramadol from (B)(6) 2015 to (B)(6) 2018 and vitamin b complex from 2016 to 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginosis"), 22 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain- abdominal pain"). In (B)(6) 2009, the patient experienced vulvovaginal pruritus ("allergic or hypersensitivity reaction type: vaginal itching") and intertrigo ("allergic or hypersensitivity reaction type:intertrigo"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood altered ("hormonal changes-describe: extreme mood changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: extreme memory loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and urethritis noninfective ("infection (bladder/ urinary tract/vaginal) type:urethral irritation"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge excessive"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes- leakage, incontinence"). In (B)(6) 2012, the patient experienced dermatitis contact ("rashes or skin conditions type: contact dermatitis"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid (midol), acetylsalicylic acid; caffeine;salicylamide (excedrin), clarithromycin (macrobid), clobetasol, cyclobenzaprine, duloxetine hydrochloride (cymbalta), hydrocodone, hydrocodone bitartrate; paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac tromethamine (toradol), lamotrigine (lamictal), metronidazole, modafinil (provigil), ondansetron hydrochloride (zofran), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, bacterial vaginosis and abdominal pain had resolved, the gastrointestinal injury, haemorrhagic ovarian cyst, vulvovaginal pruritus, dyspareunia, mood altered, depression, dermatitis contact, intertrigo, urethritis noninfective and urinary incontinence outcome was unknown and the fatigue and amnesia was resolving. The reporter considered abdominal pain, amnesia, bacterial vaginosis, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, haemorrhagic ovarian cyst, intertrigo, menorrhagia, migraine, mood altered, nausea, pelvic pain, urethritis noninfective, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in (B)(6) 2009: result: total bilateral occlusion. Everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received: lawyer and lot no. Added. Case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia),vaginal itching, dysmenorrhea, dyspareunia, fatigue, extreme mood changes, bladder infection, urinary tract infection, migraines / headaches, nausea, extreme memory loss, pelvic pain, abdominal pain, depression, contact dermatitis, possible nick in my intestines,vaginal discharge were added. Concomitant drugs & conditions were added. Historical & treatment drugs were added. Lab test was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.